Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the auxiliary lamp failing twice could not be identified, nor could the phenomenon be confirmed. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the water leaking from the output connector due to the damaged pump could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source auxiliary lamp has failed twice, the connector is sulfated, and it was asked to change the sensor preventively. The issue has already happened before / after cleaning and changing the lamp as per the customer. The issue was found during the beginning of two diagnostic colonoscopies, the procedures were completed with the same device, and without delay (the devices were turned off and on). The patient was sedated with propofol, and there were no reports of patient harm. Related patient identifiers: procedure 1 ¿ (B)(6). Procedure 2 - (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light was poor due to the expired life expectancy of the lamp, and the connector was deteriorated / water was leaking from the output connector due to damage to the pump. The front panel of the device was cracked in multiple places. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.